Event description:
It was reported that a thrombus was noted. The procedure was cancelled. During a pulse field ablation procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. Transoesophageal echocardiogram (toe) was performed prior to transseptal puncture (tsp). The versacross rf wire crossed interatrial septum upon one rf application. Following wire crossing to left atrium (la), a strand was seen on toe attached to right atrium septal wall anterior to puncture sight. The decision was taken not to advance faradrive sheath into la and repeat toe as planned. The device is not expected to be returned for analysis (disposed). It was further reported that the act was therapeutic. Repeat toe two days post had no sting-like substance present. Patient remained stable. The physician believes it was present before insertion of access solutions equipment. The patient had stopped their noac two weeks early against medical advice. Patient has been discharged.

Manufacturer narrative:
Device technical analysis: it was indicated the device was disposed of an was unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of thrombosis and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of thrombosis is a known inherent risk of the versacross connect access solution for faradrive device. Thrombosis is an expected procedural complication addressed within the IFU for the versacross connect access solution for faradrive. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a thrombus was noted. The procedure was cancelled. During a pulse field ablation procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. Transoesophageal echocardiogram (toe) was performed prior to transseptal puncture (tsp). The versacross rf wire crossed interatrial septum upon one rf application. Following wire crossing to left atrium (la), a strand was seen on toe attached to right atrium septal wall anterior to puncture sight. The decision was taken not to advance faradrive sheath into la and repeat toe as planned. The device is not expected to be returned for analysis (disposed). It was further reported that the act was therapeutic. Repeat toe two days post had no sting-like substance present. Patient remained stable. The physician believes it was present before insertion of access solutions equipment. The patient had stopped their noac two weeks early against medical advice. Patient has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a thrombus was noted. The procedure was cancelled. During a pulse field ablation procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. Transoesophageal echocardiogram (toe) was performed prior to transseptal puncture (tsp). The versacross rf wire crossed interatrial septum upon one rf application. Following wire crossing to left atrium (la), a strand was seen on toe attached to right atrium septal wall anterior to puncture sight. The decision was taken not to advance faradrive sheath into la and repeat toe as planned. The device is not expected to be returned for analysis (disposed).